Manufacturer narrative:
(B)(4). The device was received and the investigation found the complaint of a latch on condition was confirmed. The investigation isolated the failure to the control board, but a root cause was not identified. The control board was replaced to address the condition. A review of the appropriate device history records indicates that this unit was upgraded and was released meeting all specifications.

Event description:
The customer reported that autobipolar would not shut off. No patient injury reported.